Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because the device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that the patient experienced cardiac arrest and cardiac tamponade. The patient suffered brain death. Thirteen days after a concomitant pulse field ablation (pfa) and eft atrial appendage (laa) closure procedure using a farawave catheter the patient was brought to the emergency room (ER) for cardiac arrest and cardiac tamponade. The effusion was drained in the electrophysiology (ep) lab, 460ml of fluid was drained. The patient was sent to the intensive care unit (ICU) while still intubated and a neurological assessment was planned. The patient was later found to be brain dead and was placed on hospice care. The official cause of death was listed as brain death secondary to cardiac arrest. The device is not expected to be returned for analysis due to disposal.